Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided wall power adapter and cable. There was no reported adverse impact to the customer¿s blood glucose level./dl. Customer declined troubleshooting with tandem technical support and declined to provide further information.